Event description:
It was reported that the patient experienced withdrawal. No further information was reported. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709, serial # j11571r69, implanted: (B)(6) 2003, implanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had been somnolent and was intubated. Per the healthcare provider the event had nothing to do with the pump as there was no issue with the pump at the time; but was due to the patient overdosing on medication. It was further indicated that there were "no more problems".

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient experienced respiratory failure. Per the health care provider "no symptoms or signs of baclofen overdose". The cause of the event was noted to be overdose due to oral narcotics. Actions taken to resolve the event were "withdrawal p.o. Narcotics". The patient was discharged home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).